Event description:
It was reported that during a davinci proctectomy with coloanal anastomosis and diverting loop ileostomy. Using powered 29mm cdh29p for anastomosis. After confirming visualization of orange line followed by fixing anvil to spike and confirming it is snapped in place. The attachment detached when closing the stapler. We repeated this sequence 3 times with the same result. Opened up new stapler and was able to pass the spike through the opening already in place across the stapled off rectal stump. Anastomosis completed without patient harm or any other issues.

Manufacturer narrative:
(B)(4). Date sent: 2/27/2024. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.